Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/13/2024, that on 06/13/2024 the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction with redness and a rash extending beyond the patch perimeter which occurred on an unspecified day after the sensor had been inserted into the arm. The patient stated the dexcom patch may be causing an allergic reaction as a rash spread ¿all over him¿ (beyond the sensor site location). The patient mentioned he would follow-up with his doctor at a later date to discuss this. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on 07/13/2024. Dexcom was made aware on 06/13/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction with redness and a rash extending beyond the patch perimeter which occurred on an unspecified day after the sensor had been inserted into the arm. The patient stated the dexcom patch may be causing an allergic reaction as a rash spread ¿all over him¿ (beyond the sensor site location). The patient consulted with a doctor and was prescribed topical betamethasone topical cream for the area. The patient was "okay" at the time of follow-up on (B)(6) 2024, with some skin irritation still present. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.